Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited r-wave amplitude variation, high pacing impedance and helix tip was failure to retract. The lead was exchanged during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing impedance, r-wave amplitude variation, and helix mechanism issue. Analysis found that a complete lead was returned in one piece measuring 52.0 cm with the helix found partially extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found overtorqued inner coil inside the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and overtorque of the inner coil. The reported events of r-wave amplitude variation was confirmed but the reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil inside the connector region which cause the reported event of r-wave amplitude variation.